Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the hydros robotic system could not detect the aspiration tube guide switch upon insertion. The issue was resolved after troubleshooting attempts. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros tower and aspiration tube guide switch were not returned for investigation. However, procept's field service team was able to confirm the reported failure where loose screws were observed on the system. The issue was able to be resolved upon tightening loose screws that secures the mounting bracket. A review of the device history record (DHR) for lot number 24c03677 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros user manual, um0401-00 rev. B, provides the following guidance on inserting the tube key: open aspiration pump cover. Press tube key into the slot to the left of the aspiration pump to activatethe switch. Caution: be mindful of potential pinch points at the tower connection points and latches. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.